Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report foreign material on the clip delivery system (cds 80108u243). It was reported that two clip delivery systems (cds 80108u243, 80108u263) were removed from the plastic tray, and the red cap was removed from the clip introducer of both devices. A string/web of material was coming out of the clip introducer and was connected to the removed cap on both devices. Both cds were not used in the anatomy and were replaced. A new cds was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The devices were not returned; however, a video clip sent by the account was reviewed by product performance engineer and manufacturing engineer, which confirmed fluid in the clip introducer luer, thus confirming the reported issue. The investigation determined the reported foreign material present on the device appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.